Event description:
It was reported that a smiths medical pump alarmed "no disposable". Cassette was removed. Air bubbles were noted in line. Line was massage and gently tap cassette to try to disperse them. Cassette and pump were replaced but it still continued to alarm; this was attempted twice. Patient was not affected. Pump settings:resvol-46.8, rate-1.9, given volume- 41.25. No further information available.